Manufacturer narrative:
(B)(4). The edwards sapien 3 transcatheter heart valve (thv), and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a native rvot, with additional stents placed, is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, the exact cause of the ¿rocking¿ is unknown. The sapien xt is designed to be placed in a valve with a high calcium burden. Per report, the operators observed that the rvot was large. It is possible that these factors contributed to the observed rocking. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral pulmonic case, after pre-stenting with two palmaz stents and balloon sizing, the proctor and team was confident a 29mm sapien xt valve would work in the rvot. The valve was deployed, but the valve was observed "rocking back and forth" in the palmaz stents. Once the team was confident that it was not going to embolize, it was decided to place another palmaz stent inside the 29mm xt valve. The team ballooned with a non-edwards bav balloon to secure the palmaz and then prepped a 29mm sapien 3 valve. The 29mm sapien 3 valve was implanted with success. No pulmonic regurgitation was seen, and valve appeared stable in the rvot. Patient was transferred to recovery in stable condition. The cause was attributed to the patient's large rvot.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The edwards sapien xt transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the ¿rocking¿ could not be determined. Per the report, the operators observed that the rvot was large. It is possible that these factors and/or valve under-sizing contributed to the observed rocking. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Section of this report (common device name and product code) was corrected in this report.